Event description:
User facility medwatch report received that states: during procedure, decision made to attempt to improve flow distal to the stent by advancing a mini trek rx 2.0 mm x 15 mm angioplasty balloon into the distal lad at the distal end of the stent. Following a balloon inflation, a small localized arterial leak developed. Balloon catheter removed. Jostent would not deploy the covered stent from its balloon at a pressure of 8 atmospheres. Jostent removed. No reflow beyond the mid lad stents. Arterial leak stopped spontaneously, possibly facilitated by temporary positioning of jostent as noted above. No adverse hemodynamic effects. Unsuccessful pci with ptca and des mid lad predilation. Stenosis 100% cto, post 0% with no flow distally. Temporary distal lad perforation.

Manufacturer narrative:
(B)(4). Guide wire: torque wire. Stent: xience nano, prime ll. There was no reported product deficiency. The reported patient effects of occlusion and perforation are also listed as a known adverse event in the mini trek instruction for use (IFU) instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturer, design or labeling. The jostent graftmaster, referenced is being filed under a separate manufacturing report number.